Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. There were no adverse consequences to the patient. The patient¿s condition was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.